Event description:
It was reported that the patient received a shock due to the device detecting svt (supraventricular tachycardia) as vt (ventricular tachycardia). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 4592-53, implantable pacing lead, (B)(6) 2004. (B)(4).